Event description:
According to the reporter, pre-operatively, during set-up the handle had a red circle with line error. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found the cause of this condition can be traced to fpga reset or reprogram failures.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing was found that there were no abnormalities noted. The handle had two hundred of three hundred procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset or reprogram failures. According to this data, the handle was running version 29.7 software at the time of the fpga reset or reprogram failures. It was reported that the device had a power handle error (red circle with line). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.